Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status not confirmed 2 reported events were not confirmed during testing; however: - 2 devices were found to be affected by corroded motor assembly.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: four events were reported for this quarter. Product return status: four devices were received for evaluation. Evaluation status: one event was confirmed during testing. One device was found to be affected by corrosion. Three device evaluations are in progress. Product disposition: the device was repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated. Two events had no patient involvement; no patient impact. One event had no known patient involvement or patient impact. One event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 3 previously reported events are included in this follow-up record. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by flex strip damage on the motor. 2 device evaluations are in progress. 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 1 event had no information received.